Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on oct 27, 2017 with lot number 2034628. Visual analysis of the returned device identified: extended opening, brown particles, wear abrasion, fold creases and weight test of the device was verified and the device has underweight. Microscopic analysis of the return device identified an extended sharp opening on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: an extended sharp opening assessed as unidentified(tear) opening.

Event description:
Physician reported left side rupture. Device was explanted.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported left side rupture. Device was explanted.